Event description:
This 31 year old patient had breast augmentation surgery in april, 1984 with silicone breast implants. Approximately 2 1/2 years ago she developed severe fibromyalgias and chronic fatigue resulting in a disability for these two disorders. She has also developed colitis requiring prednsione therapy. She also has dry eyes and mouth, night sweats and numbness and tingling in her fingers. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The left implant was intact and the right implant had one deep fold that was sticky, other than that the implant was intactdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.